Manufacturer narrative:
It was reported that following insertion the patient experienced burning sensation, abdominal pain and pain.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that on (B)(6) 2015, the patient went to hospital for his second hernia repair surgery. The initial mesh was removed and mesh was implanted. The surgeon found that the original mesh had been tangled with the nerves and concreted onto patient¿s spermatic cord, and the surgeon was unable to remove it. On (B)(6) 2016, the patient went to another hospital to get both pieces of mesh removed from his body. The doctors were going into the patient¿s groin and found that some of the original mesh was tangled around the spermatic cord. It was found that the new mesh tangled around a lot of nerves and tissue near the groin and lower right belly area. On (B)(6) 2016, the patient woke up with excruciating pain and swelling in his right testicle. The doctors did an ultrasound of his right testicle and found that ¿it had died.¿ the patient was sent into emergency surgery where they opened his original incision and removed his right testicle. Two days later and after the second surgery, the rash that previously was all over his face from the initial procedure had gone away. He had a nerve block procedure on (B)(6) 2016 and has been treated with antidepressive medications. The pain has continued, and the face rash returned in (B)(6) 2016. Tests were done to determine if the patient has liver damage and a dermatologist believes that some of the mesh may still be present in his body. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h10 additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was reported that the patient underwent right inguinal hernia repair on (B)(4) and prolene mesh was implanted. It was reported that patient underwent removal of surgically placed marlex mesh from the right inguinal region and tissue repair of the right inguinal area (halsted¿s procedure) on (B)(4) by (B)(4) due to right inguinal testicular pain. No additional information was provided.

Manufacturer narrative:
Additional information. Additional narrative: it was reported that following insertion the patient experienced inflammation and pruritus.